Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to protrusion of a tie-down at the neck incision site. Review of x-rays revealed that one of the tie-downs was located very near to the skin surface on the pt's neck. It was reported that the pt had a square-shaped bump that look much like a tie-down near the neck incision. There is no evidence that the tie-down has broken through the skin and there is no report of infection to date. Further follow-up revealed that neurosurgeon had decided to try the pt on a different medication, monitor medication compliance and adjust programmed settings before performing a re-implant surgery.